Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
The customer reported that the spin collar cracked on the bifuse tubing while on a patient. There was no patient harm.

Manufacturer narrative:
The customer¿s report that the spin collar on the bifuse cracked was confirmed. Visual inspection showed a vertical crack on the spin collar extending almost completely from end to end. Multiple stress lines were observed around the base of the collar. It was also observed that one of the molded ridges at the proximal end of the male luer was damaged, worn and chipped/broken; a second one was completely broken off from the body of the luer with white stress marks at the area of breakage indicating an external application of force. Functional testing was not performed because the damage was confirmed upon visual inspection. The root cause of the customer¿s experience is the application of 70% ipa without allowing for sufficient drying time (which is possible with the use of concomitant dualcaps).

Event description:
The customer reported that the spin collar cracked on the bifuse tubing while on a patient. There was no patient harm.